Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause cannot be determined. Probably the cause was frayed tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal segment of the pipeline failed to open. The patient was undergoing treatment for an unruptured, spindle-shaped aneurysm located in the right internal carotid (ic)-cavernous segment. The max diameter was 20mm, and the neck diameter was 10mm. The patient's vessel tortuosity was strong. The landing zone was 4.6mm distal and 4.8mm proximal. Dual antiplatelet treatment was administered, and the pru level was 146. It was reported that device was delivered to the m1-2 segment. The device was resheathed and tried to be deployed repeatedly, but it could not be deployed. Only the middle part of the distal region of the stent began to deploy, and the tip did not open. The distal part of the pipeline was placed in a bend, and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. No other steps or devices were used to try to open the device.  A replacement device was delivered and placed safely. The patient did not experience any injury. It was stated that post operative imaging showed blood flow appeared with an eclipse sign. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom microcatheter and a navien guide catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.